Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009 to investigate the event. The fse performed pipettor alignment, adjusted mixer speed, cleaned wash valve and precision valve, and proactively replaced the peristaltic pump tubing. The fse ran high sensitivity lumwash son/inc it passed within specification. The fse also performed a 20-point accutni precision run that passed within specification. The fse verified the instrument is performing to published performance specifications. No hardware issues were identified. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 thru (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to elevated accutni (troponin I) result generated on the access 2 immunoassay system. The pt sample was retested and the result was within the normal reference range. The initial elevated result was not reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.